Event description:
The customer questioned results for one patient sample tested for thyrotropin (tsh) and free thyroxine (ft4 ii) on an e602 analyzer. Based on the data provided, the results for tsh were erroneous. The customer suspects that the issue may be related to biotin interference with the sample since the patient takes 4 capsules of biotin per day at a "fairly large" dose. It was noted that the patient had taken a dose of biotin less than 8 hours prior to the sample being drawn. Results from the e602 analyzer were not reported outside of the laboratory. The sample was initially tested on an e602 analyzer and the tsh result was 0.14 miu/l. The sample was then repeated on a dxi analyzer and the result was 2.12 miu/l. The repeat result was believed to be correct and the result from the dxi analyzer was reported outside of the laboratory. The sample was later treated with agarose resin and tested on the e602 analyzer. The customer stated that the resin binds biotin in the sample and if the untreated result differs within ten percent from the resin treated result, this is suggestive of biotin interference. Tsh dilutions were also performed on the sample and tested on the e602 analyzer. Refer to the attachment for the agarose resin results and the tsh dilution results. No adverse event occurred. The e602 analyzer serial number was (B)(4). The customer does not believe there is an issue with the instrument; they believe there is an interference in the sample.

Manufacturer narrative:
The patient sample was submitted for investigation. No interfering factors against the antibody components of the assay was detected. The results of the biotin measurements indicate that a biotin concentration of approximately 230 ng/ml is present in the sample. This concentration level is far above the allowable biotin concentration level that is specified in product labeling. The tsh assay indicates no interference up to 25 ng/ml. The high level of biotin in the sample most likely caused the erroneous tsh result. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.